Manufacturer narrative:
Device evaluation details: no product failure information was received. As such, a visual inspection and screening test of the returned device were performed following bwi procedures. Visual analysis revealed reddish material and a hole in the surface of the pebax. The force feature was tested, and no errors were observed. The force values and the vector were observed within specifications. No force issues were observed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The root cause of the pebax damage could be related to a manipulation of the device during a procedure; however, this cannot be conclusively determined. Based on the information currently available, a product issue was identified during the investigation of the sample received. The instructions for use contain the following recommendations: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode or may damage the contact force sensor. In addition, in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
Biosense webster inc.¿s (bwi) product analysis lab (pal) received a qdot micro¿ catheter which was identified to have a reddish material and a hole in the surface of the pebax. This finding is considered an MDR reportable malfunction since the product integrity is compromised. The qdot micro¿ catheter was returned labeled with a complaint number for which product details, such as the product catalog number and the lot number do not match. As such, this new complaint was created to investigate and report the malfunction found although no specific event details are available. Multiple attempts have been made to obtain clarification for the wrong product received, however, no further information has been made available.